Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, the balloon ruptured. The lesion was in a very tortuous left common iliac artery, and it was 100% stenotic with calcification. The physician attempted to insert the balloon for post-dilation of a stent. The balloon was caught on the distal edge of the stent. The physician moved the balloon front to back and was able to advance it into the stent. During inflation of the balloon, the physician confirmed a backflow of blood in the indeflator. The balloon was removed from the pt and the physician confirmed a "pinhole rupture at the distal tip of the balloon." The procedure was completed with a different balloon. There were no reported pt complications and the current pt condition is reported as "good."